Event description:
International distributor contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014 the patient's receiver screen permanently displayed the error reading symbol. International distributor did not report any injury or medical intervention, on behalf of patient, at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. Functional testing was performed and the reported fault could not be reproduced. A review of the receiver data log confirmed a hardware error code. This complaint was deemed reportable upon completion of device evaluation on 10/30/2014. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.